Manufacturer narrative:
(B)(4). (B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with angina. The procedure was performed to treat a de novo lesion in the proximal marginal coronary artery with heavy tortuosity, heavy calcification and 90% stenosis. A 2.50x15 mm xience xpedition stent was deployed to treat the lesion. Post deployment an edge dissection was noted. An additional xience xpedition stent was deployed to successfully treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.